Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the patient's abutment was replaced on (B)(6) 2017. The implanted device remains.